Event description:
Customer received result of lo (less than 0.6 mmol/l) on the compact plus system and result of 7.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 490862, expiration date 08/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.